Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injured cheek - mouth injury. The brush head separates from the electric toothbrush - oral-b device breakage. Case description: consumer reported via e-mail that the brushhead separates from the toothbrush handle and injured cheek. No serious injury was reported.